Manufacturer narrative:
As reported, during procedure after opening the package it was noted that, "a white foreign substance" was found on capsure fixation device handle. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. Evaluation of sample device confirms the presence of "foreign" substance (white in color) visible on the capsure device trigger. The foreign matter-white stain on device trigger is not identified as being part of the components or material used in the manufacturing process. No discrepancies were reported either at the final assembly or the packaging/sealing inspection process that could be related to condition evaluated. How or when the white colored material presented on the handle cannot be determined but is mostly likely to have presented after the manufacturing process. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during the procedure, upon opening the package, a "white foreign substance" was observed on the handle of the capsure fixation device. Consequently, the product was not used, and the procedure was completed with a new device. The product box was fully sealed prior to opening, and there was no patient contact with the affected device.

Event description:
As reported, during the procedure, upon opening the package, a "white foreign substance" was observed on the handle of the capsure fixation device. Consequently, the product was not used, and the procedure was completed with a new device. The product box was fully sealed prior to opening, and there was no patient contact with the affected device.

Manufacturer narrative:
As reported, during procedure after opening the package it was noted that, "a white foreign substance" was found on capsure fixation device handle. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.